Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# j0454938v serial# implanted: (B)(6) 2005 product type lead product ID 64002 lot# n453035 implanted: (B)(6) 2015 product type adapter product ID 748251 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 17-nov-2008, UDI#: (B)(4) ; product ID: 64002, serial/lot #: (B)(6), ubd: 02-apr-2018, UDI#: (B)(4) ; product ID: 748251, serial/lot #: (B)(6), ubd: 24-jun-2009, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at routine eri ins battery change, impedances were tested in preop and saw abnormal impedances on right stn lea d/extension--contact 4 slightly high around 5k monopolar <(>&<)> contact 6 all pairs mono and bipolar >20k. The circumstances that may have led to the issue were unknown. There was discussion on changing out the pocket adaptor but the hcp chose not to. The hcp said the patient is programmed around the contacts with issues on the right stn lead/extension and is doing well with dbs therapy/getting good benefit. Impedances were ran after changing the ins and there were no changes in the values. The patient is not programmed using the abnormal impedance contacts 4 and 6. The issue was resolved at this time.